Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6. The lag screw reamer was returned for investigation. The shaft of the instrument shows signs of normal usage, but it is overall inconspicuous. The cutting edge of the instrument is fractured. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the analysis of the returned instrument, a fracture of the lag screw reamer can be confirmed. Based on the review the surgical technique, it can only be assumed that using the wrong ccd angle during assembly of the lag screw reamer on the targeting guide might have led to an impingement of the tip of the lag screw on the nail. This could have possibly contributed to the fracture of the reamer. However, with the available information, it is impossible to reproduce the reported event and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the initiation of a hip replacement on unknown date, the znn cmn hip screw drill - small broke during use (cmn lag screw reamer). It had no impact on a patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2. Foreign: germany. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.